Manufacturer narrative:
The failure investigation has been completed and the alleged control iq issue was verified in the pump logs, however, no failure was identified. Additionally the alleged insulin delivery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels (¿high¿ to 600 mg/dl). Reportedly, the pump did not deliver insulin as intended and that the control iq software did not function as intended. Customer delivered boluses to address bg level. Tandem technical support performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly the customer reverted to manual injections for insulin therapy.